Event description:
It was reported that after a da vinci-assisted right upper lobectomy procedure, the patient experienced a post-operative air leak resulting in prolonged chest tube placement, a longer healing time and the patient's hospital admission being extended by approximately 4 days. The surgeon stated they believe the air leak occurred in the area where the sureform 45 curved tip stapler instrument utilizing a sureform 45 blue reload was used in the original procedure. It was stated that there was no additional bleeding, no gaps/holes noted in the staple line, and no system error messages were seen. The patient has since been discharged home and is currently recovering with no concerns for long-term complications. Additionally, the customer stated neither the sureform 45 curved tip stapler instrument or sureform 45 blue reload are available for intuitive evaluation because both were discarded after the original procedure.

Manufacturer narrative:
Intuitive contacted the customer in regards to receiving the sureform 45 blue reload and the sureform 45 curved tip stapler instrument used during this event; however, the customer stated both products were discarded after the original procedure. No product is expected to be returned for this event. System logs show sureform 45 curved tip stapler instrument part number 480545-06, lot number k11260219-0424, was installed on the system 10 times and fired 10 reloads (2 blue, 3 white, 3 blue, 1 white, 1 green, in that order). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. There were no stapler related errors in the system logs.